Event description:
It was reported that during a procedure the tip of the unit broke off inside the patient. It was further reported that the unit in question was being used as intended. Further, the unit in question was used with other equipment. It was further reported that they could not retrieve the broken tip and adverse consequences are unknown.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.